Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, constant downstream occlusion was reproduced. A review of event history log revealed multiple occurrences of downstream occlusion. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be force sensor out of specification. Force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of constant downstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.